Manufacturer narrative:
Concomitant medical products: 3586 pain stim lead, implanted: (B)(6) 1988; 7492 neuro extension, implanted: (B)(6) 1988; 7441 neuro adaptor, implanted: -(B)(6) 1998; 7425 pain stim ipg, implanted: (B)(6) 1998; 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.